Event description:
Customer reported that the treadmill sped up quickly and emergency stop and stop buttons were allegedly not functioning. Pt fell down receiving various bruising and was admitted to ICU for one day.